Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that they felt it down the left side more, and the pain is still the same. The issue is not resolved at this point. No further complications were reported or anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins was causing pain and pain in his feet and the patient couldn't walk. The patient reported that the ins wasn't working for his pain. The patient reported that he had to turn the ins off at night and stimulation was hurting the patient. The patient reported that he wanted the device removed but couldn't afford it. The patient reported that he had pain where the ins was at. The patient reported that the ins was bulging out of his skin, like the ins had shifted. The patient reported that the area where the ins was located, hurt to the touch and the area was tender. The patient reported that he couldn't lay on the ins because it hurt and felt like it was ¿going right through¿ him. The patient reported that the healthcare provider (hcp) told the patient he was losing weight as a reason for the ins bulging and shifting. The patient reported that he had 4 programs available and the patient had them set to where the manufacturer¿s representative (rep) set at ¿130.¿ the patient reported that the stimulation was ¿hurting so bad¿ that the patient couldn't tolerate so he lowered to 80 two days ago. The patient reported that the pain was in his feet and felt like an ache. The patient reported that the ache felt like it was in his body, squeezing his foot and his foot was swollen and burning. The patient reported that he tried to turn the ins off two days ago, but the ins came back on automatically the next day. The patient reported that he lowered stimulation again to 80. No further complications were reported.